Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. Tracker calibration was performed. The system was ready for continued use. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while troubleshooting for a different case, the medtronic representative discovered that the left side tracker was off by about 2cm. This was discovered using a demo model, so no patient was present.